Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a feeding tube replacement procedure. The procedure is unknown. According to the complainant, during the procedure, when the physician released the one step button, it broke. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 05/01/2020 as no event date was reported. Block h6 (device codes): problem code 2907 captures the reportable event of one step button detached. Block h10: visual examination of the returned device revealed that one step button was broken in two pieces and pull wire was bent. The complaint was confirmed. It is most likely that procedural factors encountered during procedure could have affected the device performance and its integrity. Probably the tubing was detached due to user technique, patient anatomy or other procedural factors. As per visual analysis it is confirmed that the delivery system was broken, some additional force applied during the procedure while trying to release the dome or when they tried to insert the unit into the patient could cause the device to stretched and it broke. Based on the information available and the analysis performed, it was determined that the investigation conclusion code for the complaint will be documented as adverse event related to procedure since the event occurred during the preparation and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the directions for use (dfu.)

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a feeding tube replacement procedure. The procedure is unknown. According to the complainant, during the procedure, when the physician released the one step button, it broke. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.